Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing, including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, audio/beep, watchdog timeout, frozen display or excessive no delivery alarm tests due to a blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped working and began beeping. The customer reinserted the battery. The insulin pump had a frozen screen and a constant tone with an alarm. The customer was sleeping when the malfunction occurred. The customer's blood glucose level was unknown. The customer reports that they were unsure if an alarm occurred during or after the buttons stopped responding. Troubleshooting was performed but the insulin still had a constant tone, unresponsive buttons, and a frozen screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.